Event description:
Emergency medical technicians arrived on scene and connected the device to the pt. Reportedly, the device prompted motion detected, and device analysis of pt ECG would not be completed as a result. The pt was not resuscitated. The facility reported that the pt was not a viable candidate for resuscitation.